Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
Rotarex wire broke. Patient had 8cm pop cto. Doc got left cfa access and went up and over. Crossed cto very easily. Placed 6fr cook up and over sheath. Placed .018 rotarex across lesion. Ran the device for two passes in the cto. Took the device out and the lesion look great. Doc wanted to exchange for a different 018 wire to balloon. Placed cxi cook catheter down and removed the rotarex wire. The doc realized the wire did not feel right. Looked at what should of been the distal tip and it was sharp. Looked under xray to see that a part of the wire was still in the patient. He had to snare the wire to get it out. Complained is guidewire gw 0.018" 4/270 cm which is part of set rotarexs 6f 110cm. Further information about set rotarexs 6f 110cm: catalogue number: 80236. Lot number: 201177. Expiration date (mm/dd/yyy): 09/08/2023. Unique identifier (UDI) number: (B)(4).